Event description:
"Dealer, states, rachet bar bent."

Event description:
"Dealer, states, rachet bar bent."

Manufacturer narrative:
(B)(4) issued mfg. Report #1531186-2012-00549. The corrections to this report are as follows. Brand name is mechanical chair/transport chair. Type of device is inm. Serial number is (B)(4).